Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted.

Event description:
A shockwave c2 intravascular lithotripsy (ivl) catheter was used to treat a lesion at the location of a previously implanted stent noted to be under expanded. The device was advanced through existing stents using a 7fr guide catheter without reported resistance or use of excessive force. Approximately 60 pulses were delivered within the stented segment (distal region), followed by balloon expansion at a more narrow segment (estimated diameter approximately 1.8 mm). During this expansion, the ivl balloon ruptured. Blood return was observed within the indeflator, indicating loss of balloon integrity. Following rupture, the balloon could not be deflated despite attempts. To facilitate removal, the physician cut the proximal shaft of the ivl catheter using a cutting tool. A guide extension catheter was then advanced, and the device, including the ruptured balloon, was successfully retrieved in its entirety. Subsequent clarification confirmed that no portion of the device remained in the vasculature and that the balloon did not separate during the procedure. The procedure was completed without additional intervention to the under expanded stent segment. The patient's condition remained stable following the event. The reporting physician indicated that the event was attributable to procedural factors rather than a suspected device malfunction.